Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 3004209178-2014-95777.

Event description:
It was reported that the customer was having issues with the insulin pump. It was reported that the device was functioning intermittently; one day it was working and the next day it would not deliver insulin. This has occurred three times. In the alarm history there were alarms present for check settings and no reservoir. The customer's blood glucose was 12 mmol/l. The customer stated that they smelled insulin in the reservoir chamber. Troubleshooting was performed. The customer stated that the reservoir was used. The customer stated that the insulin had leaked past the second o-ring and they reported seeing an air bubble in the reservoir. Nothing further was reported.